Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device was experiencing an infection and the pump eroding through the scrotum. The physician removed and replaced the ipp device with a malleable penile prosthesis device via replacement surgery, and there was no further patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. C2/d10: concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Infection is acknowledged within the IFU and are not related to off label use or failure to follow instructions. The IFU provides guidance and instruction to achieve successful ams 700 implantation and to prevent infection related symptoms. Erosion is acknowledged within the IFU and are not related to off label use or failure to follow instructions. The IFU provides guidance and instruction to achieve successful ams 700 implantation and to prevent erosion related symptoms. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.